Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer was able to resume insulin therapy on pump.